Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. No patient injury occurred as a result and the procedure was completed without delay.